Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event and was treated with vancomycin injection (1 gram, every 5th day and route not reported) and ceftazidime injection (1 gram, daily and route not reported) for 14 days. At the time of this report, the patient was still hospitalized. The patient outcome was unknown. Pd therapy was ongoing. No additional information is available.